Event description:
The facility alleged the following in a user facility medwatch report: "event desc: during the code, the quick combo device was used. Tried to pace pt, but unable to adjust millie amps. The device read "00" no matter how far the dial was turned. Also said "pacing leads off." The leads were unplugged, the connections checked and tried again with the same message kept appearing. The pt was shocked at 360 joules once but the message flashed "200j" so not sure what amount the pt received. Device usage problem: device malfunction-that is, the device did not do what it was supposed to do." The device was examined by the facility biomedical dept. The facility biomedical tech determined the quick-combo (tm) defibrillation adapter connected to the reported device had failed, catalog # 806571. Specifically, the male pins of the adapter pacing connector were bent, and device pacer function could not be activated as a result. Device failure occurred and was related tothe report. Date of event 4/2005. The date the firm received info about the event described in the medical devic report. 4/27/2005. The facility declined an offer of eval by medtronic ers, indicating an eval was not warranted, as root cause had been identified.

Event description:
During a code, the quick combo device was used. Tried to pace patient but unable to adjust milliamps. The device read "00" no matter how far the dial was turned. Also said "pacing leads off." The leads were unplugged, the connections checked and tried again but the same message kept appearing. The patient was shocked at 360 joules once but the message flashed "200 j" so not sure what amount the patient received.